Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated that during insertion of the sensor into the patient¿s right arm around 11:00 pm on (B)(6) 2019, she pushed the release button and immediately felt intense pain, numbness, and tingling in her arm. The patient did not resolve after several minutes so she removed the sensor patch and noticed the wire was not connected to it. The mother stated the wire had ¿shot out of the applicator into her arm¿ and was then lodged in her arm. She went to the emergency room where an x-ray image confirmed that the wire was retained in the upper right arm and the mother stated it was 'not where they can get it out.' They were referred to a surgeon who saw the patient and advised them to wait 2 weeks to see if it could be left in place or would need to be surgically removed due to continued symptoms. At the time of the follow-up call with the mother on 06/21/2019 she reported that the numbness and tingling had diminished but the pain was still significant from the right shoulder to the elbow, and it was very tender to the touch. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.